Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device rebooted unexpectedly when the customer operated the alarm silence button. No patient consequences reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries show that apnoea ventilation was activated at 5:31:04, the button ¿o2 suction¿ was pressed 20 seconds later and was immediately pressed a second time afterwards. The ¿alarm silence¿ button was not operated around the time of event. Shortly after pressing the ¿o2 suction¿ the device detected an internal discrepancy and initiated a software-controlled restart in order to restore proper functionality, as specified for this kind of deviation. During the restart the pneumatic system opens which reduces airway pressure to ambient pressure and allows spontaneous breathing for the patient. This system-reset is combined with an audible and visible alarm of high priority. After 15 seconds the savina 300 continued ventilation with the latest settings until 16:02 without any further deviation. As no permanent hardware failure could be detected it is likely that the device detected a temporary deviation during the ¿o2 suction¿ procedure which was solved by the restart.

Event description:
Please refer to the initial report.